Event description:
The contact stated the customer's blood glucose reading had been normal earlier in the day. That evening, the customer began to feel ill. The contact stated he was delusional and sweaty. Paramedics were called, and they tested the customer's blood glucose at 40 mg/dl. It was not clear what type of treatment the customer received. Troubleshooting showed the system to be operating as designed, so no product will be returned for evaluation. The customer was going to upgrade to a contour meter.